Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205) for sterilization. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the uterine perforation and genital haemorrhage outcome was unknown. The reporter considered uterine perforation and genital haemorrhage to be related to essure (ess205). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented perforation (seen as uterine perforation) and heavy bleeding (seen as genital bleeding). A total abdominal hysterectomy and bilateral salpingectomy to remove the micro-inserts was performed around 8 years after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, genital bleeding and menses pattern changes may occur. In this present case, the event occurred after insertion. Given events' nature causality cannot be excluded. Uterine perforation is a potential complication of essure insertion or removal. In this present case, the mechanism of uterine perforation was unknown, however given event's nature it was considered related to essure. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube)"), uterine perforation ("essure coil perforating at cornu of uterus"), endometritis ("chronic endometritis") and genital haemorrhage ("heavy bleeding") in a 22-year-old female patient who had essure (ess205) (batch no. 20436/620732, 20436/623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent an endometrial ablation with placement of essure device" on (B)(6) 2007, device physical property issue "the tip end of the device curved outside of the white introducer when it was placed through the white introducer to be able to put in the channel." And device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included hemorrhage (nos), dysfunctional uterine bleeding, migraine (not recovered prior to essure), headache (not recovered prior to essure) and c-section. Previously administered products included for contraceptives: birth control pills in 2003. Concurrent conditions included endometritis, malaise, uterine infection, ovarian mass, adnexal mass, pelvic adhesions, cyst ovary, diarrhea, diaphoresis, menorrhagia, acute sinusitis, frequency urinary, back pain, urinary urgency, depression, anxiety, right lower quadrant pain, ovarian cyst and dizziness. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced endometritis (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On(B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal): uti") and vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal): vaginal infection"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines / migraine/headache"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction") and complication of device insertion ("essure tip was not able to be advanced into the tube."). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, endometritis, genital haemorrhage, urinary tract infection, vaginal infection, nausea, allergy to metals, dyspareunia, fatigue and complication of device insertion outcome was unknown and the headache, migraine and dysmenorrhoea was resolving. The reporter considered allergy to metals, complication of device insertion, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, nausea, urinary tract infection, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: during insertion as the device was taken out of the package, it was noted to have quite a curve. When it was placed through the white introducer to be able to put in the channel, the tip of the device actually curved outside of the white introducer. I was able to get it in through the working channel, however, because of this curvature I was not able to advance it into the tube. This device was taken out and set aside. A second device for the left side was then obtained. She had nickel allergy since 2000. As per medical record, on (B)(6) 2014, patient had drainage peritoneal fluid, lysis of adhesions, partial left salpingectomy with removal essure device and on (B)(6) 2015, she had total abdominal hysterectomy, bilateral salpingectomy. Diagnostic results: on (B)(6) 2007, surgical pathology report, diagnosis: endometrium, curettage: late proliferative endometrium with reactive stromal changes, increased lymphocytes in stroma and rare stromal plasma cells, suggestive of chronic endometritis. Areas of stromal and glandular breakdown. No hyperplasia or neoplasia identified. On (B)(6) 2014, ultrasound results. Ovaries and uterus both look pretty dam [as written] normal. Nothing to see that really explains the pain. They were able to see the complete coil as well as the other partial coil. The pain may certainly be related to that scarring from the inside of the uterus from the ablation (less likely to be coil issues, but who knows) [as written]. Secondly ¿ there was mention of a tortuous adnexal vein which essentially was the vein that brings blood flow back from ovary. Not sure this has any clinical significance, as ¿pelvic congestion syndrome¿ [as written] was a controversial diagnosis with no real good treatment options. She suspect this was a red herring. On (B)(6) 2015, pathology report, final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with chronic active cervicitis. Mostly denuded endometrium without significant pathologic change. The right fallopian tube was 5.5 cm long by 0.4 cm diameter with metallic coils inserted into the lumen near the uterine cornu. The left fallopian tube is 2.5 cm long by 0.5 cm diameter with open fimbria. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: endometritis and medical device monitoring error, and also confirmed events abdominal pain, nausea, pelvic pain, fallopian tube perforation, dysmenorrhoea, uterine perforation, urinary tract infection most recent follow-up information incorporated above includes: on 27-jun-2018: pfs received. Outcome of the events were updated. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation / perforation (fallopian tube(s)") and genital haemorrhage ("heavy bleeding") in a 22-year-old female patient who had essure (ess205) (batch no. 20436/620732, 20436/623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device use error "the tip end of the device curved outside of the white introducer when it was placed through the white introducer to be able to put in the channel.". The patient's previously administered products included for contraceptives: birth control pills in 2003. On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2007, 27 days after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2007, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced headache ("headaches"). In 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), allergy to metals ("nickel allergy") and complication of device insertion ("essure tip was not able to be advanced into the tube."). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy) and surgery (total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, headache, urinary tract infection, vaginal infection, migraine, nausea, allergy to metals, dyspareunia, fatigue and complication of device insertion outcome was unknown and the dysmenorrhoea was resolving. The reporter considered allergy to metals, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, nausea, urinary tract infection, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: she had nickel allergy since 2000. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events added from pfs- perforation (fallopian tube), headaches, pain, urinary tract infection, vaginal infection, migraines, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, the tip end of the device curved outside of the white introducer when it was placed through the white introducer to be able to put in the channel, it was not able to be advanced into the tube. She did not undergo essure confirmation test. Lot number, reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube)"), uterine perforation ("essure coil perforating at cornu of uterus"), endometritis ("chronic endometritis") and genital haemorrhage ("heavy bleeding") in a 22-year-old female patient who had essure (ess205) (batch no. 620732,623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent an endometrial ablation with placement of essure device" on (B)(6) 2007, device physical property issue "the tip end of the device curved outside of the white introducer when it was placed through the white introducer to be able to put in the channel." And device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included hemorrhage (nos), dysfunctional uterine bleeding, migraine (not recovered prior to essure), headache (not recovered prior to essure) and c-section. *on (B)(6) 2007, surgical pathology report, diagnosis: endometrium, curettage: late proliferative endometrium with reactive stromal changes, increased lymphocytes in stroma and rare stromal plasma cells, suggestive of chronic endometritis. Areas of stromal and glandular breakdown. No hyperplasia or neoplasia identified. On (B)(6) 2014, ultrasound results. Ovaries and uterus both look pretty dam [as written] normal. Nothing to see that really explains the pain. They were able to see the complete coil as well as the other partial coil. The pain may certainly be related to that scarring from the inside of the uterus from the ablation (less likely to be coil issues, but who knows) [as written]. Secondly ¿ there was mention of a tortuous adnexal vein which essentially was the vein that brings blood flow back from ovary. Not sure this has any clinical significance, as ¿pelvic congestion syndrome¿ [as written] was a controversial diagnosis with no real good treatment options. She suspect this was a red herring. On (B)(6) 2015, pathology report, final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with chronic active cervicitis. Mostly denuded endometrium without significant pathologic change. The right fallopian tube was 5.5 cm long by 0.4 cm diameter with metallic coils inserted into the lumen near the uterine cornu. The left fallopian tube is 2.5 cm long by 0.5 cm diameter with open fimbria. Previously administered products included for contraceptives: birth control pills in 2003. Concurrent conditions included endometritis, malaise, uterine infection, ovarian mass, adnexal mass, pelvic adhesions, cyst ovary, diarrhea, diaphoresis, menorrhagia, acute sinusitis, frequency urinary, back pain, urinary urgency, depression, anxiety, right lower quadrant pain, ovarian cyst and dizziness. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced endometritis (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal): uti") and vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal): vaginal infection"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines / migraine/headache"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction") and complication of device insertion ("essure tip was not able to be advanced into the tube."). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy and total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, endometritis, genital haemorrhage, urinary tract infection, vaginal infection, nausea, allergy to metals, dyspareunia, fatigue and complication of device insertion outcome was unknown and the headache, migraine and dysmenorrhoea was resolving. The reporter considered allergy to metals, complication of device insertion, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, nausea, urinary tract infection, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: during insertion as the device was taken out of the package, it was noted to have quite a curve. When it was placed through the white introducer to be able to put in the channel, the tip of the device actually curved outside of the white introducer. I was able to get it in through the working channel, however, because of this curvature I was not able to advance it into the tube. This device was taken out and set aside. A second device for the left side was then obtained. She had nickel allergy since 2000. As per medical record, on (B)(6) 2014, patient had drainage peritoneal fluid, lysis of adhesions, partial left salpingectomy with removal essure device and on (B)(6) 2015, she had total abdominal hysterectomy, bilateral salpingectomy. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: endometritis and medical device monitoring error, and also confirmed events abdominal pain, nausea, pelvic pain, fallopian tube perforation, dysmenorrhoea, uterine perforation, urinary tract infection batch number: 620732, expiration date: 2008-05, manufacture date: 2006-06. Batch number: 623458, expiration date: 2009-01, manufacture date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation / perforation (fallopian tube(s)"), genital haemorrhage ("heavy bleeding") and endometritis ("chronic endometritis") in a 22-year-old female patient who had essure (ess205) (batch no. 20436/620732, 20436/623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent an endometrial ablation with placement of essure device" on (B)(6) 2007, device use error "the tip end of the device curved outside of the white introducer when it was placed through the white introducer to be able to put in the channel." And device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's past medical history included bleeding and dysfunctional uterine bleeding. Previously administered products included for contraceptives: birth control pills in 2003. Concurrent conditions included endometritis, malaise, uterine infection, ovarian mass, adnexal mass, pelvic adhesions, cyst ovary, diarrhea, diaphoresis and menorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2007, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced headache ("headaches"). In 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), migraine ("migraines"), allergy to metals ("nickel allergy") and complication of device insertion ("essure tip was not able to be advanced into the tube."). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy) and surgery (total abdominal hysterectomy and bilateral salpingectomy ). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, endometritis, headache, urinary tract infection, vaginal infection, migraine, nausea, allergy to metals, dyspareunia, fatigue and complication of device insertion outcome was unknown and the dysmenorrhoea was resolving. The reporter considered allergy to metals, complication of device insertion, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, nausea, urinary tract infection, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: during insertion as the device was taken out of the package, it was noted to have quite a curve. When it was placed through the white introducer to be able to put in the channel, the tip of the device actually curved outside of the white introducer. I was able to get it in through the working channel, however, because of this curvature I was not able to advance it into the tube. This device was taken out and set aside. A second device for the left side was then obtained. She had nickel allergy since 2000. As per medical record, on (B)(6) 2014, patient had drainage peritoneal fluid, lysis of adhesions, partial left salpingectomy with removal essure device and on (B)(6) 2015, she had total abdominal hysterectomy, bilateral salpingectomy. Diagnostic results: on (B)(6) 2007, surgical pathology report, diagnosis: endometrium, curettage: late proliferative endometrium with reactive stromal changes, increased lymphocytes in stroma and rare stromal plasma cells, suggestive of chronic endometritis. Areas of stromal and glandular breakdown. No hyperplasia or neoplasia identified. On (B)(6) 2014, ultrasound results. Ovaries and uterus both look pretty dam [as written] normal. Nothing to see that really explains the pain. They were able to see the complete coil as well as the other partial coil. The pain may certainly be related to that scarring from the inside of the uterus from the ablation (less likely to be coil issues, but who knows) [as written]. Secondly ¿ there was mention of a tortuous adnexal vein which essentially was the vein that brings blood flow back from ovary. Not sure this has any clinical significance, as ¿pelvic congestion syndrome¿ [as written] was a controversial diagnosis with no real good treatment options. She suspect this was a red herring. On (B)(6) 2015, pathology report, final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with chronic active cervicitis. Mostly denuded endometrium without significant pathologic change. The right fallopian tube was 5.5 cm long by 0.4 cm diameter with metallic coils inserted into the lumen near the uterine cornu. The left fallopian tube is 2.5 cm long by 0.5 cm diameter with open fimbria. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: endometritis and medical device monitoring error, and also confirmed events abdominal pain, nausea, pelvic pain, fallopian tube perforation, dysmenorrhoea, uterine perforation. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received: new reporter added and case updated to medically confirmed case. Patient¿s demographic information, relevant history and lab data updated. New events endometritis and medical device monitoring error was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented perforation (seen as uterine perforation) and heavy bleeding (seen as genital bleeding). A total abdominal hysterectomy and bilateral salpingectomy to remove the micro-inserts was performed around 8 years after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, genital bleeding and menses pattern changes may occur. In this present case, the event occurred after insertion. Given events' nature causality cannot be excluded. Uterine perforation is a potential complication of essure insertion or removal. In this present case, the mechanism of uterine perforation was unknown, however given event's nature it was considered related to essure. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.